Event description:
Follow-up identified effective pain relief was established following the procedure.

Manufacturer narrative:
Recall: 1627487-07262012-002-r and 1627487-12192011-003-r. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not recharged the scs system in several years. As such, the ipg was inoperable. Surgical intervention was undertaken to explant and replace the ipg.